Event description:
On (B)(6) 2024, it was reported by an arthrex employee via email that for an ar-1934bcf-2, suture anchor, biocomposite¿ suturetak® 3 x 14.5 mm, the anchor broke during insertion. This was detected during a rotator cuff repair surgery on (B)(6) 2024. All fragments were retrieved from the patient. Procedure was successfully completed by using another new ar-1934bcf-2. There was no patient harm and no secondary procedure needed.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
The complaint allegation is confirmed. One unpackaged ar-1934bcf-2 sutr anch,bio-comp s-tak serial/batch number (B)(6) was received for evaluation. Functional testing was performed by moving the anchor and sutures checking for any resistance. No problem was found. A visual inspection revealed that the anchor/screw had lost its geometry because the anchor¿s threaded body was warped. The most likely cause of the reported failure is user error, including improper bone preparation, misaligned insertion, and/or prying or levering the device during insertion, which resulted in the device damaged.